Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Reporter alleged the lancet needle from the softclix lancet device system used in finger-stick blood glucose testing did not retract after use. The location of the alleged incident was not provided. As a result, no actions were taken adn no treatment was received. A request was made for the return of the suspect product and replacement product was sent. Softclix lancet system: catalog number 04628349001.